Manufacturer narrative:
Manufacturing site/registration number: (B)(4). The meister guide wire was returned for evaluation. Peeling of the polymer jacket was confirmed at approximately 120mm from the tip. There was a bend at approximately 45-110mm from the tip. Microscopic observation on the peeled segment revealed that the spring coil was unwound and detached at the mid solder located at 120mm from the tip so as to tear the polymer jacket on top of the coil and to expose the core underneath the coil. Distal to the detached coil, loosening of the coil with twisted polymer jacket was intermittently observed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the reported peeling of the polymer jacket. The wire tip was temporarily restricted likely due to anatomy; therefore, the applied torsion would accumulate on the mid solder where the coil was fixed on the core. Further applied torsion made the coil unwind and damage the polymer jacket. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, potentiality could not be completely ruled out that some fragment(s) of the polymer jacket could be left in the patient. The instructions for use (IFU) states: [warnings] when torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, [malfunction and adverse effects] damage.

Event description:
It was reported that the polymer jacket of an asahi meister guide wire peeled off during a tace. The physician felt something unusual when he was manipulating the guide wire. The guide wire was removed from the patient when the polymer jacket was found peeled off at about 10cm from the tip. A new guide wire was replaced to successfully complete the procedure. There were no adverse patient effects associated with this event. The patient was fine without problem after the procedure.